Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and ventricular tachycardia are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Reported that the procedure was to treat a heavily calcified, heavily tortuous mid left anterior descending artery that was 99% stenosed. Prior to the initial procedure, the patient presented with non-st-elevation myocardial infarction (nstemi). A 2.75 x 33mm xience prime and a 2.5 x 48 mm xience xpedition stent were deployed in the lesion. The patient was then transferred to the intensive care unit (ICU). After 40 minutes, the patient experienced ventricular tachycardia (vt). Medication was provided to the patient to assist with the vt. After an additional 30 minutes of vt, the patient died. An autopsy was not performed. Per the physicians opinion, the cause of death is procedure-related. No additional information was provided.